Event description:
It was reported that the device was explanted after an implant duration of at least 24 months. It was learned that the pt did well for the first year with good echo finding, and developed severe recurrent mitral regurgitation with moderately severe lv dysfunction. Info learned from the operative report.

Manufacturer narrative:
Device not returned.